Event description:
During placement of a forb4-18-80-4-16 device in a renal artery, the stent moved past the lesion. During the attempt to pull the stent back to the right placement, it began to slip off of the balloon. At that point, the physician inflated the balloon; however, the distal part of the stent, which slipped off of the balloon would not dilate. After repeated tries to dilate the stent from different approaches, it was left as it is.

Manufacturer narrative:
Evaluation: the suspect device was not returned, only a cd was provided, showing the procedure. However, based on the info provided, it appears the device was being utilized in an off label application, rather than being the fault of the device in question. It should be noted that in our attached t-forb-rev.2, it is stated: "the formula 418 stent is intended for use in palliation of neoplasm's in the biliary tree. The product is intended for use by the physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of biliary duct access sheaths, guiding catheters/introducers and wire guides should be employed."